Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that the physician was unable to insert the extension tail into the ipg header during a procedure on (B)(6) 2021. As a result, another extension was opened to complete the case. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The reported event of unable to insert extension into ipg header port was confirmed. Microscopic inspection of the extension identified a flattened electrode #7 and slight deformation between electrode #7 to the insertion band, which made the insertion very difficult as reported by the physician. The damage electrode is consistent with handling that the extension may have been subjected during handling/implant procedure.